Event description:
Baxter reports "when the patient takes off mini cap, the solution come out event when the miniset was closed." Noted during use. The patient was hospitalized for an unrelated issue at the time of the reported incident. Follow up with the afilliate, indicated the patient has been discharged from the hospital and is feeling well. No patient injury or medical intervention was reported per baxter affiliate.